Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a cardiac tamponade occurred. Following retrograde approach with the ablation catheter, high forces were observed when crossing through the valve. When ablating in the left ventricle, the patient became hypotensive. Echocardiography revealed a cardiac tamponade. No impedance increase was noted during the ablation. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.